Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, power on self-test, battery testing and a review of the alarm log were performed. During power on self-test and alarm log review the f-94 alarm was found. The cause of the condition was an incorrect date and time setting. To correct the condition, the date and time setting were reset. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have an f-94 alarm. There was no patient involvement. No additional information is available.